Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised because patient was having issues with her hip. X-rays appeared to show the metal head wearing through the poly liner. During surgery the surgeon removed the head and was able to see the poly liner was fracture in two pieces. There was significant discoloration of the surrounding tissues. The cup showed signs of metal on metal wear. No surgical delay. There was loosening of the poly liner fractured. Doi: unknown; dor: (B)(6) 2022; affected side: right side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : device associated with this report was not received for examination. All available x-rays and photographs were reviewed. The acetabular cup was noted to have had a spherical shape damage on the superior portion of the cup consistent with contact with the femoral head. Based on the x-ray evidence, it is not unreasonable to conclude that the liner and the cup got disassociated due to a liner fracture. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Operative notes received indicated that "on (B)(6) 2017, the patient had a right total hip replacement to address right hip advanced arthritis. Depuy components were used during this procedure. (B)(6) 2022, the patient had a revision of right total hip arthroplasty (cup, liner, head) to address painful right total hip arthroplasty with polyethylene wear and metallosis. During this procedure black debris was encountered and the polyethylene liner was noted to be ¿completely destroyed and the polyethylene liner fragments were removed. The acetabular cup was noted to have had a spherical defect on the superior aspect of the cup. Depuy femoral head, along with competitor liner and cup were implanted during this procedure."

Event description:
Laboratory report indicated that preoperative serum cobalt was 11.5 with no unit of measurement provided.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical symptoms code: appropriate term/code not available (e2402) used to capture blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.